Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating during system bootup, it was observed that the device is getting error code 1007 proximal pressure sensors failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Per good faith effort (gfe), response it was confirmed that the customer declined quote for repair. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.